Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2019. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder (balloon) of a small volume folfusor ruptured. This issue was identified during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: the device was manufactured from september 13, 2019 - september 14, 2019. The device was received for evaluation. A visual inspection was performed, and it was noted that the bladder had ruptured. The ruptured bladder was microscopically examined for signs of abnormality that may have potentially caused the rupture problem and no issues were noted. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.